Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the tubing was primed to remove the air. Additionally, it was reported that an occlusion alarm occurred. The supplies were changed to address the occlusion alarm. Blood glucose ranged from 400-485 mg/dl.